Manufacturer narrative:
Clinical evaluation performed on 09 march 2018 by medical affairs: partial hip revision surgery (stem and head) occurred 6 years after primary cementless total hip arthroplasty. Radiographic images provided show the presence of osteolytic areas and the stem looks thoroughly detached from bone. The reasons cannot be determined with the information at hand, but it may be worth investigating what kind of adverse reaction took place. It seems to have originated proximally and the stem locked distally before detaching completely, but the cause is not known. Batch review performed on 26 march 2018; lot 120284: (B)(4) items manufactured and released on 06 april 2012. Expiration date: 2017-02-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Preliminary investigation performed by r&d product manager on 27 march 2018: from the image analysis is not possible to evaluate eventual implant failure causes attributed to the implant. However, few pits are visible on the posterior side and a particular undefined texture is visible on the proximal lateral and medial distal side of the stem. Slight taper trunnionosis seems visible on the medial side of cone taper. Investigation on the actual explant seems necessary.

Event description:
Revision surgery performed due to stem loosening. Quadra-h was replaced with a quadra-c.

Manufacturer narrative:
Visual inspection performed on 30 april 2018 by r&d product manager. The stem appeared with the coating in the proximal area, showing a possible non proper integration with the bone, even if some bone was present in the macrostructures of the proximal area but with the received information it is not possible to determine the root cause of the event.